Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, mcol mg, 3.7mm, 11.5mml (tsvmb11) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads and body. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 9 (universal) and was removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvmb11 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances / CAPA / hhe / d / ie / product holds for the reported product. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (malposed implant) or product (tsvmb11). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided event date: not provided. Device lot number: not provided. Implanted, give date: not provided.

Event description:
It was reported that an implant (tsvmb11) was removed at tooth location 9. Doctor indicated the implant has failure with no additional information. No malfunction was reported associated to the implant at the time of this report.